Manufacturer narrative:
H7: notification 2182207-08-23-2024-001-c medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that very early/unexpected eri occurred after 4 weeks of implantation. It was reported that what may have led or contributed to the issue was the patient's high settings in combination with somewhat higher impedances. The patient was reprogrammed to extend the life span of the implantable neurostimulator (ins), they went back to 40hz icm 270us and lower amplitude for the group on 130 hz. It was unknown if the issue was resolved at the time of report. It was reported the manufacturer representative (rep) would obtain information from the healthcare provider (hcp) on (B)(6) 2023. No surgical intervention occurred or was planned. No symptoms were reported. The manufacturer representative (rep) reported the cause of the high impedances was not determined, however then reported they were in the normal window 1200 - 1400 ohms. They repeated they did reprogramming to new settings with life expectancy now at 1.5 - 2 years instead of the previous ~3 months left with old settings. They were going to follow-up regarding resolution on 2023-aug-24. Additional information was received from the manufacturer representative (rep) reporting that reprogramming was not sufficient. New program was programmed by the nurse and the patient was to follow up in 2 weeks. Additional information was received from the manufacturer representative (rep) reporting that the patient still did not have the desired response on pain reduction following programming. The patient has requested a second opinion at another hospital.